Manufacturer narrative:
This instrument has been investigated. On 8-5-16 an ocd field engineer (fe) arrived at the customer site and replaced the syringe and belt due to wear. The fe installed mod 29 centrifuge software. The fe cleaned reader lens, leds and diffuser. The fe adjusted reader camera to 118 set passed (range 101-128) . The fe ran wadd diag card and reader passed. Repairs have returned this instrument to expected operation.

Event description:
The customer reported provue misread on antibody screening test for sample with weak reactivity noted upon visual review of the gel card. The sample had anti-d antibody identified. Sample 2 of 2. No incorrect results were reported. (B)(4).